Manufacturer narrative:
Investigation pending.

Event description:
Customer reported potential false negative urine hcg results with pss urine hcg cassette test. No patient info was provided; no further info was provided concerning confirmation testing that may have been performed. Technical service rep has made several attempts to contact customer to obtain further info. To date, no info has been provided.